Event description:
It was reported that the pt had a pump refill in 2009 and have heard what they believe was an alarm prior to and after the refill. The alarm was noted every hour. The pt was told that a motor stall had occurred at some time, but could not tell when or for how long. The critical alarm heard was also confirmed by telemetry. The following symptom was reported: the pain had seemed to worsen over the last few months but they are not sure if it is due to weather or exercise. It was later reported that the pt experienced withdrawal; the withdrawal was being managed with oral meds. The pt was frustrated about the inability of the hcp to determine when the pump had stalled. The pump was subsequently replaced. The pump contained the following drugs: bupivicaine; clonidine; and methadone.